Event description:
The customer reported that as a result of wearing the pod, her skin burns, blisters and turns red; it takes a couple of weeks for the irritation to heal. She had been using a barrier cream, "but it doesn't seem to be making much of a difference." After a visit with her doctor, she was given prescriptions for three medications to apply to the site. No product will be returned for eval.

Manufacturer narrative:
The pod will not be returned for eval; no conclusion can be drawn. The omnipod user guide instructs pts to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the pt is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer followed these instructions per the user guide and was prescribed medication to treat the irritation.